Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Lead was explanted due to noise. No anomaly was observed via review of fluoroscopy.